Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and delamination. Leak test and microscopic analysis was performed which identified delamination on valve. Based on the device analysis the final assessment is a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.